Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was contamination on the j702 connector on the pca board inside the distribution node (dn). The cause of the constant alarms is the contaminated connector. The root cause of the contaminated connector is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll indicating that a patient was producing constant alarms.